Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager hasp was not locking into the latch. A field service engineer advised to take off the remote manager cover and modify the nuts on the adapter plate to properly realign the remote manager. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system smart remote manager was falling off. The customer stated that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.